Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s sister that the patient is deceased. Further review of the manufacturer¿s database noted the patient died approximately one month post implant of the implantable cardioverter defibrillator (ICD) system. The family member stated ¿why didn¿t the defibrillator go off?¿ the patient is reported to have passed away at the patient¿s residence during sleep. Follow up information obtained from the physician¿s office noted no information related to the patient¿s death and that the patient was seen two weeks post implant for routine device/wound check and no issues were present. No further information was available.